Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed an infection during pump support. The reported information stated the event was cause by impella and the patient's status. The patient was administered drug treatment to treat the infection. The impella was weaned and explanted after 12 days of support. No further information was provided.